Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently, the device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on february 19, 2024.